Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of penile curvature is a known risk associated with an inflatable penile prosthesis (ipp) and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a recently formed curvature of the penis. The physician believed the cylinder migrated out of the corpora. During the revision procedure the cylinders had not migrated out of the corpora, but they found a pocket, from unknown cause but not scar tissue and swabs where taken but not provided to the rep with no signs of infection. The physician decided to not implant a new device and only explant the ipp cylinder, pump, and reservoir. The patient is expected to fully recover following the procedure.